Event description:
On (B)(6) 2011, the pt underwent treatment for an abdominal aortic aneurysm with gore excluder aaa endoprostheses. When the trunk deployed, the contralateral gate was prevented from opening by a shelf of calcium just below the trunk flow divider. The physician decided to convert to open surgery. The aneurysm was repaired with a surgical graft, and the pt is fine with no complications.